Manufacturer narrative:
(B)(4). Customer is inconsistent on reporting frequency of incident. Customer no longer has any remaining electrodes and does not wish to further pursue complaint.

Event description:
Corkscrew electrode broke during patient testing.